Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer (B)(4), which markets the devices in (B)(4). The manufacturer did not receive explanted devices yet, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer gmbh considers this case closed. (B)(4).

Event description:
It is reported that ncb plate broke due a moderate accident.